Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving hydromorphone (10 mg/ml at 6.496 mg/day) and bupivacaine (8 mg/ml at 5.197 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2019 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The patient was a new patient being seen for the first time. The patient had been receiving home pump refills but had been sent to them because a series of motor stalls and recoveries had been occurring with the patient¿s pump. The event logs showed the first motor stall occurred on (B)(6) 2019 in the morning and then it recovered in the evening. A stall occurred on (B)(6) 2019 in the afternoon and then it recovered the same day at 19:48. A stall occurred on (B)(6) 2019 at 15:04 and it recovered later the same day at 17:59. A stall occurred on (B)(6) 2019 at 01:07 with a recovery the same day at 13:18. The pump was programmed to minimum rate mode on that same day. No patient symptoms were reported. The reporter was planning to confer with the patient and the physician regarding next steps. No further complications have been reported as a result of this event.